Event description:
During patient treatment, the mean airway pressure started "cycling" between its desired setting and about half that value. The patient was placed on another ventilator without compromise.